Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported by an advanced evaluation patient the pads they were going through was ¿killing¿ (a colorful phrase for their being vexed by going through so many pads) them. On (B)(6) 2018 the patient stated they were only leaking in the past 24 hours and not voiding at all. There were no further complications reported.